Event description:
It was reported to philips that the collimator was not working from side to side and the shutter was not available, which can impact imaging. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.